Event description:
It was reported that the right atrial (ra) lead dislodged. On (B)(6) 2024, the lead was successfully explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).